Event description:
Product was returned for evaluation. The return fields in oracle state: rollators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the front right caster was heavily damaged. All of the spokes were partially broken or completely broken. The wheel was therefore unable to be used and was hanging between the caster forks. Functional observations- the rollator was unable to be used due to the damaged wheel. The unit is difficult to balance and cannot move as intended. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed due to the broken front right caster wheel. Mailed in correspondence alleges a consumer was using one of our walkers and a wheel allegedly fell off causing the claimant to fall. The claimant alleges injury which required medical attention. Update from 10/29/2015: on (B)(6) 2015 user was taken to the (B)(6) hospital in (B)(6). Xrays were taken the outcome bad bruising and scraped knees and horrible bleeding from the knees. No broken bones and states that the hip is torn again from the fall the reason the user is using the rollator is for rehab recovery of the hip surgery.

Event description:
Mailed in correspondence alleges a consumer was using one of our walkers and a wheel allegedly fell off causing the claimant to fall. The claimant alleges injury which required medical attention. Update from 10/29/2015: on (B)(6) 2015 user was taken to the hospital (B)(6). Xrays were taken; the outcome bad bruising and scraped knees and horrible bleeding from the knees. No broken bones and states that the hip is torn again from the fall; the reason the user is using the rollator is for rehab recovery of the hip surgery.